Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of the mesh was implanted. Initial reporter: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The following imdrf patient codes capture the reportable event of: e2006 - mesh erosion; e0506 - abnormal bleeding; e2330 - chronic and acute pain; e1302 - hematuria; e0206 - past and future emotional distress. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2019. According to reports, the patient suffered from mesh erosion, abnormal bleeding, chronic and acute pelvic pain, stress urinary incontinence, and hematuria as a result of the surgery. The patient also claims to have suffered the following damages as a result of the implantation of the prior designated pelvic mesh product: past and future medical and incidental expenses, past and future physical impairment, past and future physical disfigurement, past and future impairment of relationships, past and future loss of earnings and impaired earning capacity, past and future emotional distress, past and future physical pain and suffering, past and future out of pocket costs, and past and future economic and special damages.